Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information as follows was requested at complainant the latest one on march 2, 2017 implant date. Surgical reports of implantation and revision. All available x-rays during time in- vivo with printed date. All available intraoperative pictures. Patient name, dob, weight, height, bmi and all relevant history. Were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non-compliance, patient anatomy). Was the surgical technique for the product utilized? Trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: patient was implanted with ncb femoral plate 2 years ago and revised on (B)(6) 2017 due to implant fracture. During revision, surgeon noticed pseudoarthrosis. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: - visual examination: the broken plate was returned for investigation. The screws have not been returned for evaluation. The broken plate shows an indication for a fatigue fracture (beach lines) on both broken parts of the plate. There are also several scratches on the plate surface visible. On the backside of the plate on two bore holes there are deformations visible . It seems that the bore holes were drilled. Review of product documentation - a non-union is usually declared 8 months after the fracture occurred but this time point is depending on several factors such as fracture location, fracture type, patient age, comorbidities, etc. And might be expanded up to 12 months. A delayed or non-union of a fracture will subject the fracture site and osteosynthesis device to repetitive stresses that may cause eventual bending or breakage of the osteosynthesis device. After healing occurs, these osteosynthesis devices serve no functional purpose and removal is recommended. Root cause analysis: root cause determination using rmw: - breakage of implant due to movement between implants leads to notching / fretting not possible -> no signs of notching. - breakage of implant due to inadequate implant design &material (fatique strength - lifetime of the device) not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. - breakage of implant due to chemical / galvanic / crevice corrosion of material not possible -> no corrosion found. - breakage of implant due to implant will be implanted against contraindication not possible -> no evidence for contraindications with the given information. - breakage of implant due to wrong interpretation of in situ device position and/or dimension => possible, no x-rays provided. The position of the plate cannot be determined. - breakage of the implant due to wrong interpretation of x-ray template for dimensions: => possible, no x-rays provided. The position of the plate cannot be determined. - breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible -> no bending was performed. - breakage of implant due to user define incorrect placement of the spacers and plate not possible -> the use of spacers is optional. - breakage of implant due to user perform improper handling of the plate during insertion => possible, no surgical report of implantation provided. Therefore, it is unknown how the device was implanted. - breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible -> no bending was performed. - breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, no information received. - breakage of implant due to patient do not follow the postoperative protocol => possible, no information received. Conclusion summary: it was reported that the plate was broken 2 years after implantation. The broken plate was returned for investigation. Neither x-rays nor operative notes were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. It is only known that the surgeon noticed pseudoarthrosis during the revision surgery. Adherence to rehabilitation protocol is unknown. The product analysis of the plate shows an indication for a fatigue fracture. The visual examination of the products indicates that no material defects that could have triggered the fracture could be detected. As the plate was broken after 2 years of implantation, this case can be considered as a non union. A non-union is usually declared 8 months after the fracture occurred but this time point is depending on several fractures such as fracture location, fracture type, patient age, comorbidities, etc. And might be expanded up to 12 months. A delayed or non-union of a fracture will subject the fracture site and osteosynthesis device to repetitive stresses that may cause eventual bending or breakage of the osteosynthesis device which did happen in that case after 2 years. After healing occurs, the osteosynthesis device serves no functional purpose and removal is recommended. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer receive the device and investigation is ongoing. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ncb, periprosthetic femur plate, distal, left, 9 holes, 238 mm two years ago (exact date unknown) and was revised on (B)(6) 2017 due to implant fracture. During revision, the surgeon noticed pseudoarthrosis.